Event description:
Patient with history of knee procedures underwent total knee arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2012, due to pain. Loosening of components was confirmed intraoperatively. The femoral, tibial tray, and tibial bearing were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity". Number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01053).

Manufacturer narrative:
Evaluation of explanted device found that residual cement prevented accurate measurements. Examination of returned device was inconclusive. This follow-up report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01053-1 / 01055-1).